Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 400 mg/dl. Customer stated that insulin pump said low limit and mentioned that the cannula had fallen out. Customer stated the sensor was on its sixth day. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.